Event description:
The pump continued to run which caused extravasation of the pt's join space. The fluid ran out of the joint space and into the thigh area. A fascitomy was required to relieve pressure from pt's leg. The pt required 2 additional days stay at the hospital for observation. The device is used for treatment.